Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Synthes received two shipments of this lot. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: during insertion of a matrix screw it was noticed that the retaining sleeve was not engaged in the head of the bone screw. After closer inspection, it was found that the first run/thread of the tip of the retaining sleeve had come away and was left in the head of the bone screw. Thus, the retaining sleeve was too short to fully engage with the screw. It is part of a consignment set. Overall, it did not affect the patient or the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The threaded tip of the inner sleeve is broken off. The knob shows signs of light wear. Magnum manufacturing center manufactured the locking holding sleeve long ¿ for matrix. Due to an unknown cause, the tip threads broke off. The material of the inner sleeve was confirmed to be within specification as well as the thread major diameter. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing.(B)(4)